Manufacturer narrative:
Gehc recommended replacement of the display unit carrier board and the anesthesia control board. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit switched to alt o2 mode. The clinician switched to manual mode to maintain ventilation. There was no reported patient injury.